Event description:
It was reported that the monitor on the 9800 system would not work. Also, the images could not be sent to pacs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ethernet cable was replaced and the tape was cleaned off the monitor during the service call. The system was tested, and found to be working as intended, and put back into service.